Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: visual inspection confirmed that the filter is shrunk within the holder. Root cause is a material error. The IFU advised to check to the product before usage, and this type of defect would be noticed. A corrective action has been initiated.

Event description:
Country of complaint: (B)(6). Reuseable filter membrane shrunk.